Event description:
Healthcare professional reported left side "rupture". Healthcare professional later reported "shell disruption", "lumen & periimplant echodense noise" and "capsule was not thick". Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture". Healthcare professional later reported "shell disruption", "lumen & periimplant echodence noise" and "capsule was not thick". Healthcare professional additionally reported "multiple probably benign nodules and small cysts". Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed two openings assessed as an unidentified (tear) opening. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: b3, b5, b6, d9, h3, h6.